Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of polyflux 210h, two dialysate leaks were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. The actual sample was not available however, three companion samples were provided for investigation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test of the dialysate side was performed for the two of the samples and no leakage was observed. The reported condition was not verified. A leak was observed with one of the three companion samples. The reported condition of one of the companion samples was verified. The cause of the leak was due to a crack in the welding seam. The cause of the leak was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.